Event description:
The pt believes that she hit the implant site and is not hearing as well. An integrity test is planned.

Manufacturer narrative:
According to the received information from the field, the patient reported that she often falls on the implant side and feared that the implant was damaged. However latest measurements and tests show a fully functional device with reportedly good benefit. The concerned device remains implanted and in use. This is a final report.

Event description:
The patient believes that she hit the implant site and is not hearing as well.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.